Event description:
Pt admitted with tachybrady syndrome. Rhythm was atrial fib with 3rd degree av block with pacemaker dependency. Pacer showed transient failure to capture. Pt tripped to eri during initial testing. New pulse generator and new right ventricular lead implanted replacing 1997 model. Previous leads not extracted.